Manufacturer narrative:
All lot numbers did not fit, and therefore all lot numbers with respective manufacturing dates and expiration dates are listed below: cm-8002 (qty 2) - lot # 58873-2 - expiration date: 07-31-2021. Cm-8001 (qty1) - lot # 59303-1 - expiration date: 08-31-2021. Cm-8001 (qty 1) - lot # 58873-1 - expiration date: 07-31-2021. Cm-8001 (qty 1) - lo t# 62263-1 - expiration date: 04-20-2022. Manufacturing date is 5 years prior to the expiration date since the shelf life is 5 years.

Event description:
It was reported to cayenne medical that " the crossfix ii meniscal repair device failed to function. Five devices failed, despite the doctor following the technique, by the book. The passing needle in the device failed to pass the suture from one needle to the other, this resulted in compromising the patient's meniscal tissue. The failed devices also affected the performance of subsequent attempts to repair the tear. The compromised tissue also caused the implant from the functioning devices to fail, the suture pulled through the tissue on multiple accounts furthering weakening the integrity of the tissue." The devices have not been returned to cayenne medical up to this date for evaluation.

Manufacturer narrative:
All lot numbers did not fit, and therefore all lot numbers with respective manufacturing dates and expiration dates are listed below: cm-8002 (qty 2) - lot # 58873-2 - expiration date: 07-31-2021; cm-8001 (qty1) - lot # 59303-1 - expiration date: 08-31-2021; cm-8001 (qty 1) - lot # 58873-1 - expiration date: 07-31-2021; cm-8001 (qty 1) - lo t# 62263-1 - expiration date: 04-20-2022. Manufacturing date is 5 years prior to the expiration date since the shelf life is 5 years.

Event description:
This is a follow-up to MDR report 3006108336-2017-00011 submitted previously. The devices were returned to cayenne medical for evaluation on 12/06/2017, therefore this report is being submitted to provide the findings.